Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within days of implant, lead perforation was suspected, although there were no changes in lead performance data. The patient had gone into a "shock state." Upon reopening the pocket, the leads were disconnected and checked via the analyzer, with no anomalies found. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.